Event description:
The customer reported a battery failure.

Manufacturer narrative:
(B)(4): the customer reported a battery failure. There was no reported adverse patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.